Manufacturer narrative:
The pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant had an impella cp pump placed to support a patient admitted in with coronary artery disease and heart failure. The patient was placed on the impella cp for the cardiogenic shock/coding. The pump was placed but there was limb ischemia due to the retained 14 french sheath. The impella cp remained on despite the ischemia as they plan for veno-arterial extracorporeal membrane oxygenation, left ventricular assist device, or transplant. Four days later, the patient's urine was red colored with a cyanokit given a few days ago. The labs were trending up and platelets were trending down. The patient was heparin-induced thrombocytopenia positive. The team gave red blood cells and after two more days the pump was explanted and escalated to an impella 5.5 pump.

Manufacturer narrative:
The investigation of limb ischemia and hemolysis has been completed. Hemolysis - clinical reported observing red/brown urine (B)(6) 2025, a day after the pump was implanted. Red urine observed on (B)(6) 2025 and pump was repositioned under echo. Red urine still observed (B)(6) 2025 and imaging confirmed good pump positioning and pump is not contacting the mitral apparatus. The pump and purge cassette were returned and biomaterial was observed on the impeller. After running the pump, there was biomaterial around the impeller. On (B)(6) 2025, data logs show decreasing flow and motor current at p-7. The pump was briefly turned down to p-2 then back up to p-7. Flow and motor current continued to decrease and were followed by multiple suction alarms. No motor current spike observed. The root cause of the hemolysis was most likely patient condition related since data logs show motor current trending down when the p-level is turned up. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. H3 should have reflected the device was returned on the initial manufacturer device report number 1220648-2025-27180.